Manufacturer narrative:
The ca2 reagent lot number was 850567 with an expiration date of 31-mar-2026. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) replaced the vacuum unit, fixed a vacuum tube on the vacuum bottle, readjusted the cell rinse levels, and confirmed the module was operating within specification. The service actions resolved the issue. As various service actions were performed, the specific root cause could not be identified.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for calcium gen.2 (ca2) on a cobas c 501 module. Patient 1 initial result was 13.8 mg/dl. The repeat result was 9.32 mg/dl. Patient 2 initial result was 14.97 mg/dl. The repeat result was 9.36 mg/dl. Patient 3 initial result was 14 mg/dl. The repeat result was 8.9 mg/dl.